Event description:
Syringe broke inside powerinjector during lv ventriculography towards the end of the injection. Body fluids and contrast poured into the injector, and the broken syringe was removed. No pt harm.